Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned when a uterine perforation was seen via laparoscope. During follow-up in 2009, it was revealed that a "diagnostic laparoscopy" was done just prior, and the scope remained in during the attempted novasure procedure. No treatment was needed for the perforation, which was very small in size, and the pt was discharged home. During follow-up five days later, it was reported the pt is now doing fine.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instruction for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.